Event description:
The customer called to test her strips using a new bottle of normal control solution. She received a control test result of 56 mg/dl. The normal control range is 96-133 mg/dl. The strips are to be returned for evaluation , and replacement strips will be sent.